Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was over 600 mg/dl with trace ketones. The customer indicated elevated bg levels were being treated with manual injections and, during the time of the call, blood glucose level was in the high 300's (mg/dl) range.

Manufacturer narrative:
.